Event description:
It was reported that a patient was being referred for a battery replacement due to chest pain. No known surgery has occurred to date. No additional relevant information has been received.